Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified a cut on pink probe. There was no patient involvement